Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a coronary procedure, the spring tip of the coronary viperwire guide wire fractured. A snare was used to remove the fractured portion of the guide wire. The patient's status following the procedure was good.